Manufacturer narrative:
Limited information has been provided in this case and additional attempts to get more information and medical records have been hindered due to the lack of patient identifiers. Attempts to get the device returned for evaluation have also been unsuccessful. No device history record (DHR) review is possible without the serial number of the device. The surgeon indicated he explanted the valve due to ppm. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. It is typically not related to product malfunction. In this case, the surgeon reported the explant was due to ppm. However, no patient gender, height or weight was made available. Without return of the explanted valve for evaluation and this additional information, we are unable to comment on the root cause for this event. If new information becomes available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 19mm pericardial valve was explanted after an approximate implant duration of 3 years due to severe patient prosthesis mismatch. The valve was also noted to have thrombus on the leaflets. No additional details were provided.